Manufacturer narrative:
The field service engineer checked the analyzer and performed precision testing that passed within the guidelines. The customer performed maintenance, daily startup, and qc without error and with results within the specified ranges. As qc recovery was within the acceptable range, there was no indication of a performance issue with the reagent or instrument. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant igm gen.2 results for qc material and patient samples from the cobas c 503 analytical unit. One example was provided of an initial result of 29 mg/dl and a repeat result of 14.4 mg/dl. The repeat result was obtained after recalibrating the assay.